Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
A family member reported that the pump did not seem to be delivering correctly for boluses. The family member reported that the pump sounds did not seem to be coinciding with the amount of insulin being delivered and the patient's blood glucose was elevated in the 300's mg/dl without symptoms. The pump indicated that it was delivering correctly. The patient's blood glucose in the 300's mg/dl without symptoms does not meet animas criteria for an adverse event. This report is made based on the allegation that the pump was not delivering correctly.

Manufacturer narrative:
(B)(4): a review of the pump history indicated that insulin delivery totals correctly reflected programmed values. There was no activity outside normal use observed in the pump history. A rewind, load, and prime sequence was performed with no alarms and no unusual motor noises occurring. The pump was exercised for 29 hours with no insulin delivery issues occurring. Test boluses were performed during evaluation with no issues. There was no defect found on investigation.